Event description:
It was reported that customer experienced high blood glucose (bg), which was measured at 22 mmol/l; cause was not known. Customer administered an insulin injection to address bg. During troubleshooting with technical support, drops of insulin were not observed to be exiting the cartridge tubing. Customer changed the cartridge and reportedly, insulin delivery was resumed.